Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple pockets in drawer 3 were failed and unable to be recovered. A field service engineer found the row board cable halfway out from board, pressed it, replaced the bracket, retractor band also installed and configured the new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, multiple pockets in drawer 3 were failed and unable to be recovered. The customer stated that there was no delay to the patient workflow or harm reported as the user was able to remove medications from another station. There were no adverse events or injuries reported based on this event.